Event description:
It was reported that the patient the patient had an infection at the implantable pulse generator (ipg) site several months ago. The patient was prescribed antibiotics. The ipg is now close to the skin and causing the patient a burning sensation and is difficult to charge, the patient also has swelling in the legs and the stomach. The patient was instructed to turn off the stimulation and follow up will be continued and reprogramming will be performed.

Event description:
It was reported that the patient the patient had an infection at the implantable pulse generator (ipg) site several months ago. The patient was prescribed antibiotics. The ipg is now close to the skin and causing the patient a burning sensation and is difficult to charge, the patient also has swelling in the legs and the stomach. The patient was instructed to turn off the stimulation and follow up will be continued and reprogramming will be performed. It was additionally reported that the patient underwent a procedure in which the ipg was explanted from the left side of the stomach due to swelling at the ipg site. It was noted that the physician was not able to unscrew the lead from the ipg therefore the tail ends of the lead were cut. The lead was not explanted per the patient's request. The patient is doing well post operatively. The device information of the cut lead is not available despite good faith effort requests.

Manufacturer narrative:
The ipg was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the ipg instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The IFU states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is a known inherent risk of device.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site several months ago. The patient was prescribed antibiotics. The ipg is now close to the skin and causing the patient a burning sensation and is difficult to charge, the patient also has swelling in the legs and the stomach. The patient was instructed to turn off the stimulation and follow up will be continued and reprogramming will be performed. It was additionally reported that the patient underwent a procedure in which the ipg was explanted from the left side of the stomach due to swelling at the ipg site. It was noted that the physician was not able to unscrew the lead from the ipg therefore the tail ends of the lead were cut. The lead was not explanted per the patient's request. The patient is doing well post operatively. The device information of the cut lead is not available despite good faith effort requests.